Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced an uncomfortable jolting/shocking sensation, and uncomfortable stimulation. An x-ray was performed. The device was interrogated and was reprogrammed. Etiology indicated the event was related to the ins. The outcome was recovering/resolving. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the battery was loose and the patient needed a revision, so the doctor when in and tightened the battery/neurostimulator in the pocket and the system was modified. It was believed that the loose battery and the higher amplitude was causing the jolts and shocks. The event was resolved on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the results of the x-ray were not known. The patient stopped feeling the jolting feeling once their settings were decreased. The outcome was recovered/resolved on (B)(6) 2018.